Event description:
It was reported that the user observed the pump connector was not fully seated while eating, received a low glucose alert with a blood glucose of 73 mg/dl, and then successfully locked the connector in place during the call while wearing the pump on a belt clip at the waist. Symptoms included hypoglycemia with a low glucose alert. Outcomes included self-treatment with 8 oz of orange juice and no adverse impact on blood glucose following resolution of the alert. Investigation included troubleshooting and user education. Investigation of this case revealed user handling contributed to the incomplete connector engagement, and the device functioned as intended once secured. It was concluded that the event was attributable to use error with no device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.